Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, lumbar radiculopathy. It was reported that while in (B)(6) during a hurricane, the desktop charger (dtc) connector was broken. The patient reported that they have not been able to charge for a few weeks and ins maybe sleeping. A replacement dtc was sent. No symptoms, and no additional complications were reported for this event.